Event description:
Patient had a groshong catheter inserted on 4/2/93 at the hospital for chemotherapy treatments given at another facility in texas on 5/10/93 patient re-entered the hospital because part of the catheter had dislodged in the patients heart. The catheter was removed in the radiology department at the hospital. Patient was taken back to surgery on 5/11/93 for removal of the portacath dome and sleeve. Apparently the chemotherapy was injected through the catheter port with resistance and caused the suture connecting the catheter to come off and the catheter entered the hearts right ventricle. The patient tolerated the surgical procedure without difficuly and discharged home the following day. After investigation. Dr. Did not find any product defect.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: none or unknown, port. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device returned to manufacturer/dealer/distributor. The device was not destroyed/disposed of.